Event description:
It was reported that after use in a procedure, a burning odor was noticed coming from the interpulse handpiece. When the customer opened the battery pack, the batteries were "too hot to touch." There was no patient involvement, and there were no user injuries or adverse consequences.

Manufacturer narrative:
Upon evaluation of the returned unit, the claimed (battery overheated) condition was confirmed. Upon evaluation of the battery holder, it was found that the plastic area near three of the spiral contacts was melted. In addition, the fuse was found blown. A full evaluation could not be performed, since the unit was returned incomplete. Only the battery holder was received. Based on evaluation of the battery pack, the most likely root cause for the claimed battery overheated condition may be associated to a product misuse. It is possible that when the hospital staff cut the electric cables between the handpiece and battery pack, a short circuit was caused. As a result of this short circuit, the fuse was blown and the batteries overheated, causing the melting of components near the heat source. The manufacturer's instructions for use warns against cutting the cord between the hand piece and battery pack, stating: "do not cut the power pack from the unit for disposal. Cutting through the power cable could result in shock, excessive heat and/or sparks, which may cause personal injury and/or fire." The instructions also direct on the safe removal of batteries. The reported event did not involve a product problem indicating an adverse trend or unanticipated hazard. No further action is required at this time. Product surveillance will continue to monitor complaints of this type for adverse trends.

Event description:
It was reported that after use in a procedure, a burning odor was noticed coming from the interpulse handpiece. When the customer opened the battery pack, the batteries were "too hot to touch." There was no patient involvement, and there were no user injuries or adverse consequences.

Manufacturer narrative:
The device has not yet been received by the manufacturer for evaluation. A follow up report will be filed when further information becomes available.